Manufacturer narrative:
Investigation under (B)(4) is ongoing. (B)(4).

Event description:
The surgeon implanted a collamer lens model cc4204bf and was damaged during implantation. The lens was cut into pieces when it was removed from the pt's eye and there was no pt injury.